Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition and with an ecr60w reload loaded in the device. The reload was received fully fired. In addition, an xcel 12 mm trocar was received inside the package. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the articulation mechanism and the knife reverse worked as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic transverse colectomy procedure, at the first firing, the device fired without articulating the articulate joint properly. At the second firing, the articulate joint was articulated and the device was fired on the colon. After that, the articulation joint part did not return to the home position. The manual knife reverse switch was used, but it did not return to the home position. Finally, the device pulled out with the trocar and the operation was finished. There were no adverse consequences to the patient. The deployed staples on the colon were proper b-form shaped and no bleeding occurred. No adverse consequences reported.